Manufacturer narrative:
Internal review was performed. The investigation of the complaint articles indicates that the: x-rays reviewed from medical professional and screw breakage from the provided images cannot be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) 2.7mm screws broke. The surgeon was reporting ankle trauma and noted that, although the screws had broken, the plate remained intact with no reported malfunctions. This report is for two (2) unknown 2.7mm low profile cortex screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifier, gender, and weight are unknown. This report is for two (2) unknown 2.7mm low profile cortex screws. Applicable procedure dates are unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.